Manufacturer narrative:
.

Event description:
It was reported that the patient has experienced an increase in seizures since generator replacement surgery on (B)(6) 2013. It was reported that the patient fell off of the toilet the night prior during a seizure. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
Analysis of programming and diagnostic history performed and the results were within normal limits.

Event description:
The patient's device programming and diagnostic history was reviewed where it was found that the patient was seen a few days after the initial report to cyberonics and diagnostics indicated the device was functioning properly.